Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced very high blood glucose of 541 mg/dl and received no delivery. The customer¿s blood glucose level was 336, 446, 355 and 399 mg/dl. The customer was treated with pump. The customer states the drive support cap appears normal. The customer reports insulin exited and blood came out and cannula was slight bent. The customer performed high pressure test and it did passed. The insulin pump will not be returned for analysis.